Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert had triggered for the right ventricular (rv) lead. The rv lead exhibited noise based on the v-v intervals and egm (electrogram) waveforms which were out of range. A possible lead fracture was suspected. It was also noted that noise was present when pressing the patient¿s hands together. The rv lead was programmed off. The patient is scheduled for a lead revision for an additional lead and removal of the lead if possible later in the week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.